Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had high out of range pacing impedances greater than 2000 ohms. The device was explanted and replaced, and the rv pace/sense portion of the lead was surgically capped and replaced. The tachy portion of the lead remains in-service. Intravenous antibiotics were administered to the patient. It was reported that there were no adverse patient effects.